Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2023 to treat head pain. The implantable pulse generator (ipg) was placed in the patient's posterior shoulder area and the implanted leads were placed to target the occipital nerve. One of the lead incision sites is located at the patient's hairline and, per the physician, that incision failed to properly heal and had recurrent infections at that site. On (B)(6) 2024 a full system explant took place due to the recurrent infections at the hairline incision site.

Manufacturer narrative:
Patient had reported receiving good therapy from the nalu system and reported improvement in quality of life while using it. There are no indications of any system or component failure or malfunction. No lab results have been made available to the firm to confirm presence or type of infection. Cause and source of the infection is unknown, although it is unlikely that the nalu device caused or contributed to the infection close to a year after the initial implant.